Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('colic') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("intense general fatigue"), nausea ("nause"), visual impairment ("decreased and blurred vision"), vision blurred ("decreased and blurred vision"), photophobia ("sensitivity to light"), eye movement disorder ("rapid scrolling of images"), eye pruritus ("itchy eyes"), asthenopia ("eye fatigue"), eyelid irritation ("eyelid trembling"), disturbance in attention ("loss of concentration"), mental disorder ("mental absence"), amnesia ("loss of words"), tooth loss ("loosening of teeth"), balance disorder ("impaired balance") and gingival bleeding ("bleeding gums aside from brushing"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dizziness, nausea, visual impairment, vision blurred, photophobia, eye movement disorder, eye pruritus, asthenopia, eyelid irritation, disturbance in attention, mental disorder, amnesia, tooth loss and balance disorder outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, asthenopia, balance disorder, disturbance in attention, dizziness, eye movement disorder, eye pruritus, eyelid irritation, fatigue, gingival bleeding, mental disorder, nausea, photophobia, tooth loss, vision blurred and visual impairment with essure. The reporter commented: occurrence period: 2015, early 2019 and (B)(6) 2021 to date pre-operative appointment for removal pending insofar as the marketing started in 2002, I consider it useful to carry out mass studies on the long-term side effects and to know the mechanisms of this intoxication with organotin in order to be able to possibly propose treatments diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2207785) on (B)(6) 2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('colic') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), dizziness ("dizziness"), balance disorder ("impaired balance"), fatigue ("intense general fatigue"), nausea ("nause"), visual impairment ("decreased vision"), vision blurred ("blurred vision"), photophobia ("sensitivity to light"), eye movement disorder ("rapid scrolling of images"), eye pruritus ("itchy eyes"), asthenopia ("eye fatigue"), blepharospasm ("eyelid trembling"), loose tooth ("loosening of teeth"), gingival bleeding ("bleeding gums aside from brushing"), disturbance in attention ("loss of concentration"), mental disorder ("mental absence") and amnesia ("loss of words"). The patient was treated with pre-operative appointment for removal pending. At the time of the report, the abdominal pain lower, dizziness, balance disorder, nausea, visual impairment, vision blurred, photophobia, eye movement disorder, eye pruritus, asthenopia, blepharospasm, loose tooth, disturbance in attention, mental disorder and amnesia outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, asthenopia, balance disorder, blepharospasm, disturbance in attention, dizziness, eye movement disorder, eye pruritus, fatigue, gingival bleeding, loose tooth, mental disorder, nausea, photophobia, vision blurred and visual impairment with essure. The reporter commented: occurrence period: 2015, early 2019 and december 2021 to date insofar as the marketing started in 2002, I consider it useful to carry out mass studies on the long-term side effects and to know the mechanisms of this intoxication with organotin in order to be able to possibly propose treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.